Manufacturer narrative:
Pericardial effusion: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. The pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced a pericardial effusion and would be going to the cardiac catheterization lab (ccl) with implanting interventional cardiologist (ic) to have it drained. It was reported that this event is not related to impella. It was reported that the patient expired at explant.